Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when the secondary bag was unclamped, the vincristine dripped quickly into primary saline tubing set and 1 liter bag. Rn put two plastic hangers to lower primary line further to see if that would solve issue, but vincristine still flowed quickly than the expected rate of approximately 100 ml/hr. The user resolved the issue by clamping the primary tubing so only the chemo would run through. Using the same primary tubing, the user changed secondary tubing set on the following day to see if that would resolve secondary infusion from drawing into primary saline, but it did not. No patient harm occurred due to the event.